Event description:
The user facility reported that during a patient procedure that included use of a raptor grasping device their forceps would not grasp a feeding tube without sliding resulting in a procedure delay. No report of patient harm.

Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the return of the device for evaluation, the root cause of the event could not be determined. The lot number subject of the event in unknown. The raptor grasping device instructions for use states, "actuate the device by moving the slider on the handle back and forth to confirm that the grasping jaws open and close smoothly. If the unit does not function properly, or there is evidence of damage (e.g. Bends, kinks, misshapen jaws, misaligned jaws, exposed wires) do not use this product and contact your local product specialist. Do not use excessive force on the handle and do not coil the catheter outside of the endoscope. Excessive force or coiling may damage the device or damage the endoscope and may result in accidental injury to the patient or clinician. The following conditions may cause the device to function improperly: advancing the handle to the open position with too much speed or force. Attempting to pass or open the device in an extremely articulated endoscope. Attempting to actuate the device in an extremely coiled position. Actuating the device when the handle is at an acute angle in relation to the sheath." No additional issues have been reported.